Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.

Event description:
It was reported that prior to an unknown procedure the blade did not advance. The cartridge was slightly lifted up. The release button malfunctioned.

Manufacturer narrative:
(B)(4). The analysis results showed that one reload was returned with no visual non-conformances and fully loaded with staples. The reload was tested for functionality with a test device. The device achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The event described could not be confirmed as no instrument was received for analysis.this report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the following information was requested, but unavailable: did the device cut? Did the device staple?